Manufacturer narrative:
The customer reported problem was confirmed . A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Tech needs help on 8100 unit give error. Failure device type: failure problem type: failure mode: case resolution: tech could not get to the error clear on 8100 unit, explain to tech the error safety clamp error, had tech check the sears on the door latch and the sears had a crack on it needs to replace, tech thank me for my assist. (B)(4).